Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated being informed by the physician that the device had been turned off by a field clinical representative of boston scientific. However, the patient believed the device remains active and expressed frustration that the fcr did not turn the device off. Technical services (ts) referred the patient to the clinic for further evaluation. To date, this ICD remains in service. No adverse patient effects were reported.